Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of foetal death ("no heartbeat was detected and fetus did not survive") in a patient exposed to essure other product or product use issues identified: foetal exposure during pregnancy "child exposure to essure during pregnancy". On an unknown date, the parent had essure inserted. On an unknown date, the patient was diagnosed with foetal death (seriousness criterion death). Last menstrual period and estimated date of delivery were not provided. The reported cause of death was foetal death nos. The reporter considered foetal death to be related to essure. The reporter commented: this case (B)(4) (child case) was linked to (mother case): (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.